Manufacturer narrative:
The reported pump stoppages and associated alarms were confirmed based on the information contained in the submitted system controller log file. Several low speed events and two pump stoppages were captured on (B)(6) 2016 at 4:54 am and 5:24 am, associated with moderate power elevations up to 8.5 watts at 4:54 am and intermittent low speed advisory, low speed hazard and low flow hazard alarms. The atypical events captured appeared to occur only while the system was operating on power module support and appeared consistent with a potential driveline wire compromise. Approximately 16 inches of the distal end/externa portion of the driveline was returned for evaluation. Electrical continuity testing of the returned portion of the driveline revealed that all wires were electrically intact. Minor breakdown of the metal braided shield was observed along the length of the driveline segment and visual examination of the underlying wires under a microscope revealed some abrasion marks on the insulation of the black wire in the area of shield breakdown near the metal connector; however, visual examination under a microscope and high potential testing showed that the inner metal conductor of the wire were not exposed. The remainder of the returned driveline segment was examined and appeared unremarkable; no areas of compromised wire insulation were identified. The evaluation of the returned portion of the driveline did not confirm an issue that would have contributed to the atypical events captured in the submitted log file. Six x-ray images of the internal and external portions of the driveline were also submitted for review and appeared unremarkable. The images did not reveal any obvious areas of concern or areas of potential shield breakdown. The patient remains ongoing on lvad support with no further events reported at this time. The patient was placed on a grounded patient cable following the distal end driveline replacement; however, the patient was supplied with a modified (ungrounded) patient cable for use with the power module in case the pump stoppages were to return. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient weight was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 2 years. The replaced portion of the repaired driveline was returned for analysis. The evaluation is not yet complete. The patient remains on going with the implanted device with no further reported issues. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced pump stop alarms overnight while sleeping. The patient was reportedly asymptomatic. Review of the submitted log file by the manufacturer¿s technical services representative revealed 2 pump stoppage and 2 low speed advisory events occurred while the patient was connected to the power module patient cable. On 05/31/2016, the manufacturer¿s technical services representative performed a driveline repair, replacing approximately 21 inches of the driveline. Preliminary data suggested successful resolution of the problem. The patient will be monitored on a grounded patient cable for use with the power module but has also been supplied with an ungrounded patient cable in the event additional pump stoppage events occur. No further information was provided.